Event description:
Clinical engineer called to report that he received a complaint that insulin was running out of a broken port onto the bedding. No patient harm. He is unable to obtain any additional information. Product not received as of the time of this report. If product received a follow up report will be sent when investigation is completed.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.